Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007, and a right total hip arthroplasty on (B)(6) 2010. Legal counsel reported patient underwent a left hip revision procedure on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. Legal counsel for patient further reported patient allegations of pain, discomfort, popping and grinding in patient's right hip. There has been no reported revision procedure to patient's right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007, and a right total hip arthroplasty on (B)(6) 2010. Legal counsel reported patient underwent a left hip revision procedure on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. Legal counsel for patient further reported patient allegations of pain, discomfort, popping and grinding in patient's right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates no revision procedure has occurred on the left hip, contrary to legal counsel's report above. Patient medical records further report the (B)(6) 2013 revision procedure was performed on the patient's right hip due to metallosis. Revision operative (op) report notes the presence of a metallosis mass and scrubbing on the articulation with the acetabular component which was anteverted. The cup remains implanted. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04233 / 04236).